Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that they received w36 alarm (plasma weight not decreasing) and an intermittent display on the beginning of the second return on the ln8150. The operator noticed a mass had formed into the red cell bag and the plasma was thick and foamy. Upon removing the kit, they also noted a clot in the bowl. No donor injury was reported. No operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 and alleged that they received w36 alarm (plasma weight not decreasing) and an intermittent display on the beginning of the second return on the ln8150. The operator noticed a mass had formed into the red cell bag and the plasma was thick and foamy. Upon removing the kit, they also noted a clot in the bowl. No donor injury was reported. No operator injury was reported. The device was evaluated in the field by haemonetics on (B)(6) 2011. The field service engineer found the device to be working according to performance specs. The control panel communication cable was replaced as a precaution for the flickering display. Disposable sample of the kit used was returned and is under investigation. No issues were found during the historical reviews of the disposables or solutions used. F/u report will be filed once investigation is complete.